Event description:
It was reported that during an arthroscopic suturing of the meniscus the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. Upon visual inspection, it was noted that the returned device was disassembled, the tightrope button was missing, and the suture tape was broken. The tigerwire (white/black) and fiberwire (blue) were also returned. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Thus, the most likely cause is attributed to use error. Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.